Event description:
Complaint rec'd reporting catheter balloon inflation problems with use of (two) 41239-06 td catheters. The (B)(6) /2012, incident was reported as follows ".. While trying to cross the tricuspid valve, we had a balloon rupture...". There were no reported adverse pt consequences.

Manufacturer narrative:
Mfrs investigation and analysis: device return: one used 41239-06 td catheter; one packaged same lot 41239-06 sample were returned. Visual inspection confirmed the one returned used catheter balloon was turn/damaged. There were no visual abnormalities detected with the pkgd 41239-06 same lot sample. Engineering testing and analysis of the unused 41239-06 catheter recorded the balloon cycle burst testing did not meet the specs. A review of the mfg lot database for lot #18-387-sj (mfg date 07/2012) shows 215 units were manufactured, tested, inspected, and released. There were no exception documents generated during the mfg build cycle. As part of ICU medical's continuous improvement initiatives a multi-discipline team was initiated to perform in-depth analysis of this issue; determine the root cause(s) and implement appropriate corrective actions. Add'l engineering investigations and analysis are in progress. Status of the activities include: functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. A review of raw material data was conducted. The analysis noted that new lots of the balloon material (polyisoprene) are received every 6 months, but consumption can vary based on sales/market needs. Potential root cause: polyisoprene is continually aging, balloons manufactured with older material, when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. Conclusion: visual analysis of the one used 41239-06 confirmed inflation failure due to balloon tears/damages. Testing of the one returned same lot packaged sample also replicated the inflation issue. The exact cause of the reported product issue is unk at this time.